Manufacturer narrative:
Date of death - approximated as prior to (B)(6) 2018. Event date - approximated as prior to 04 (B)(6) 2018. Implant date - 23 months prior to endocarditis admission. Cho, j. H. Et al. (2020). Acute st-elevation myocardial infarction due to prosthetic valve endocarditis after transcatheter aortic valve implantation. Korean j internal med, (35), pp. 1020-1021.

Event description:
It was reported via journal article that endocarditis, coronary artery occlusion, myocardial infarction and death occurred. A 23mm lotus valve was implanted. Twenty three (23) months later, the patient was admitted to the hospital with a three week history of fever. Blood cultures were positive for (B)(6). Transesophageal echocardiography (tee) demonstrated 0.9x0.4cm non-mobile vegetations both the valve prosthesis and the atrial side of the mitral valve. Antibiotic treatment with rifampin and vancomycin was initiated a few days later, inferior wall st elevation myocardial infarction developed as 12 lead electrocardiogram (eks) revealed st-elevation in leads ii, iii and avf. Coronary angiogram revealed complete obstruction of the distal right coronary artery (rca). After repeated thrombosuction, the coronary flow was restored and many thrombi were retrieved. Moreover, in the thrombus culture, (B)(6) was identified. Bacterial clumps and neutrophil infiltration were seen on histological examination. The patient was continuously treated with antibiotics and dual antiplatelet agents. Surgery was declined due to the patient's poor condition, multiple comorbidities and persistent bacteremia. Over the next few days, the patient developed multiple system emboli causing renal and bowel infarctions. Despite meticulous parenteral antibiotic treatment, the patient died due to multiple organ failure.